Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had to have medical treatment three times since they have had the insulin pump. The customer states they have had low blood glucose levels. The customer states the paramedics were called at one point. The customer states their blood glucose level at the time of paramedic contact was 37mg/dl. The customer states they did not go to hospital. The customer declined to troubleshoot the device, due to the customer receiving a replacement pump. No further assistance was needed at the time.